Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information previously submitted. The alert date of follow-up #1 should have stated: 1/25/2017.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 10.30 am on (B)(6) 2016. The patient stated that he manages his diabetes with insulin (humalog; self-adjuster). The patient claimed obtaining blood glucose readings of ¿444, 60 and 67 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient denied making any changes to his usual diabetes management regimen in response to the alleged meter issue and took his usual dose of medication (30 units humalog) immediately after the alleged meter issue began. Approximately 20 minutes later, the patient developed the symptoms of "cold sweats, headache, anxious". There was no mention of medical treatment/intervention received as a result of the alleged issue. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample sites. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.